Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this pacemaker exhibited high out of range right atrial (ra) lead pacing impedance measurements greater than 3000 ohms. Technical services (ts) was consulted and recommended programming enhancements. This pacemaker remains in service. No adverse patient effects were reported.